Event description:
A malfunction alarm was reported by the customer, labeled as "malf 1." There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to use a backup insulin pump to ensure continued insulin delivery and was given steps for the receipt and return of the replacement pump.